Event description:
According to the reporter, during a procedure, the stapler did not fire. The clamp did not work when stapling the stomach, it was difficult to squeeze the jaws. The surgeon was unable to press the green button and squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.